Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h4, h6, h10. Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp unit and reported that the fault with the iabp was static issue. The executive processor board was recommended for replacement by factory to fix the issue. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Manufacturer narrative:
The getinge field service engineer (fse) that evaluated the iabp unit as mentioned in mfg follow-up #1, reported that the executive processor board was replaced and the iabp unit was released to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11.

Manufacturer narrative:
Device not returned: additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during preparation the cardiosave intra-aortic balloon pump (iabp) parameter setting could not be restored to the default setting after the iabp was switched off for more than three minutes. There was no patient involvement, and no adverse event reported.